Event description:
Per report, upon successful implantation of sapien 26mm valve by transfemoral approach, the post implant transesophageal echocardiogram (tee) indicated modest leaflet overhang leading to impinging of the sapien leaflet. The patient was stable with demonstrated moderate central aortic insufficiency (ai). Review of images yielded a good valve position and a 6 mmhg gradient. As a result of the leaflet overhang the physicians decided to implant a second 26mm valve. A second 26 mm sapien was placed 1-2mm higher within the first valve. The result was no central ai, trace pvl, and all three leaflets moving.

Manufacturer narrative:
Additional information provided by the edwards clinical specialist: there was no severe ventricular septal hypertrophy, nor a narrow calcified sinotubular junction (stj). The degree of calcification of the aortic valve leaflets and the aortic root was moderate. Ejection fraction was 40%. The 1st valve position post deployment was as recommended. The perceived cause of the native leaflet overhang with subsequent central leak was due to the combination of the fairly shallow sinuses of valsalva (sov) with the long native leaflets. Per the instructions for use (IFU), valve regurgitation, and native valve leaflet overhang with the potential to impair sapien leaflet function are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify the sapien valve being deployed too ventricular and abnormally long native valve leaflets as factors that can contribute to regurgitation and native leaflet overhang. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. In this case it appears that the reported native leaflet overhang with subsequent moderate cai was related to patient factors (i.e. Long native leaflets in the presence of obliterated sov). Furthermore, there was no allegation of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing.